Event description:
It was reported that her pump finished hours ago but there was still medication left in the bag so she reset her pump to keep running. It appeared that there was still about 40ml of the medication left in the bag. Pump appeared to be running (able to hear pump clicking which it does when administering medication) and her cvad was flushing well and positive for blood return. No additional information available